Event description:
Customer's husband states that he attempted to test his wife with the aviva meter when she was unresponsive, but he obtained an error message. Husband stated the customer was in a coma-like state and thought that it was due to hypoglycemia. Customer did not have any other strip vials with which to test at the time. Husband gave customer some juice for treatment. Husband then called the ambulance, who transported the customer to the hospital due to dehydration and liver failure. Outcome for customer is not known. Requested return of suspect device and replacement was sent.